Manufacturer narrative:
The check of the DHR of the lot # involved did not show any pre-existing anomaly on the (B)(4) pieces of delta cup wrench manufactured with lot #201402401. This is the first and only similar complaint received on this lot #. We will submit a final report once we complete our investigation.

Event description:
The thread of the wrench for delta cups (model # 9055.51.015) broke off intra-operatively, during cup impaction. No reported consequences for the patient. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the lot # involved did not show any pre-existing anomaly on the (B)(4) pieces of delta cup wrench manufactured with lot #201402401. This is the first and only similar complaint received on this lot #. We received the broken instrument and we analyzed it. The threaded part of the tip, which has to be screwed to the delta cup cavity before impacting the cup, broke off. The broken fragment of the thread was not returned but, according to the received information, there were no consequences for the patient, thus indicating that the fragment was removed and did not cause any effect. The analysis of fracture reveals a fragile fracture, because: there is no visible deformation of the threaded surface near to the breakage point; and there is an angle of approx 90¿ between the broken surfaces and the direction of the load applied on the instrument. We performed a dimensional check on the broken thread of the returned instrument and according to this analysis, there are no dimensional anomalies, thus confirming that the device was released on the market according to specifications. The instrument is made of aisi 630 h900 heat treated. The hardness test on the broken instrument was performed: a value of 55 hrc has been measured. The value detected complies with those recommended by astm (B)(4) for aisi 630 h900 heat-treated (hrc >40). No pre-existing anomaly identified on the involved instrument and no corrective actions planned. It is unknown how many times the instrument was used before breaking. Improper use (axial misalignment while impacting the cup, leading to unexpected stress of the threaded section of the instrument) is a possible cause for the breakage of the tip (thread) of the wrench. We are aware of (B)(4) cases of intra-op breakage of the thread of these instruments (model # 9055.51.015) on a total of (B)(4) delta cup wrenches manufactured since 2009. No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
The thread of the wrench for delta cups (model # 9055.51.015) broke off intra-operatively, during cup impaction. No reported consequences for the patient. Event occurred in (B)(6).